Event description:
The user facility reported that a few the pt started treatment, the machine alarmed for a blood leak. Blood was observed in the hand set that was connected to the dialyzer, and in the arterial line coming from the hand set. Estimated blood loss was 20 ml. No adverse effects were felt by the pt. Blood flow rate: 350; dialysate flow rate: 800. The sample was discarded.

Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.